Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.7., h.6. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side rupture. The device has been explanted. Healthcare professional also reported capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on november 13, 2020 with lot number 3052427. Analysis of the returned device identified: underweight and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening and crease flat. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side rupture. The device has been explanted. Healthcare professional also reported capsular contracture baker grade iii.